Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken input disk. Input disk #6 was completely detached from the base of the housing. As a result of the broken input, the instrument could not operate properly. Further evaluation found the large clip applier instrument had signs of corrosion/contamination on the instrument bearings. Bearings found at the proximal end exhibit orange discoloration. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier instrument was not articulating correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the correct event date is (B)(6) 2023. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The movements of the surgeon did scale appropriately to the instrument. The instrument did not move in the intended direction. The direction attempted was left and right. The instrument did not move as expected. The timing of the instrument movement was not appropriate. There was no shakiness and/or friction experienced/observed. There were no external collisions. There were no instrument-to-instrument or system arm-to-arm interference. The issue was persistent. The unexpected motion occurred when attempting to place a clip around a vessel/tissue. The unexpected motion did not occur during clip closure. The clip did not dislodge from the instrument and fall into patient. There was no harm or injury to the patient.